Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dyspnea and the implantable pulse generator (ipg) appeared not to be capturing. The ipg remains in use. No further patient complications have been reported as a result of this event.